Event description:
The customer returned a long bipolar grasper for unknown reason. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed. The returned product did not exhibit the event described. External and internal visual inspections, along with manual articulation tests, confirmed that no issues were identified. No product issue was found. Based on the investigation, the reported issue may be due to factors unrelated to the product. Additional observation not reported by the site: the instrument was found to have a broken grip cable at the bipolar yaw pulley. The cable was completely broken. Here was not discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Log review finding suggests that either the device did not pass recognition on the reported event date, or the issue was identified before installation on the system on the reported event date.